Event description:
Pt was undergoing cementless total hip arthroplasty using encore metal-on-metal prosthesis. During procedure, end of plastic disposable yankauer tip broke off in the femoral canal. The tip is being used to suction irrigation out of the canal. The two broken pieces were retrieved, and the surgical area was thoroughly irrigated until no debris was left. The procedure was completed. No other complications noted.